Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: operator of device - from health professional to other and operator of device: olympus component code - from 477 - led (light emitting diode) to 557 - compressor a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was reproduced. Although a definitive root cause could not be determined, it is probable one digit of the abdominal pressure indicator was defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited light-emitting diode (led) control circuit failure. There were no reports of patient involvement.